Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 750 mcg/day) via an implanted pump. It was reported that the patient had increased spasticity intermittently. There were no environmental, external, or patient factors that may have led or contributed to the issue. A dye study confirmed a functional system with flow. The patient had another increase in spasticity and went to the ER (emergency room). The hcp did not feel there was an issue with the catheter but felt that replacing the catheter would eliminate any possibility of a catheter issue, so the catheter was replaced. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2020, explanted:(B)(6) 2022, ubd: 15-jan-2022, UDI#: (B)(4), product type: catheter; product ID 8780 , serial# (B)(4), ubd: 04-aug-2019, UDI#: (B)(4) , implanted: (B)(6) 2018, explanted: (B)(6) 2022, product type: catheter. If information is provided in the future, a supplemental report will be issued.